Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error, rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed and explained the insulin pump performed safety checks and other critical pump error was found. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump¿s history and trace files downloaded successfully using thus software. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing or in pump history. No unexpected rewind anomaly noted during testing or in pump history. However, pump error 43 confirmed in the pump history/trace files on [05/12/2024 at 21:19:41.000] and pump error 130 confirmed in the pump history/trace files on [05/12/2024 at 21:19:32.000]. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, and cracked case corner of belt clip rails. Alleged insulin flow block alarms not confirmed during testing. Alleged rewind anomaly not confirmed during testing. However, pump error 43/pump error 130 alarms confirmed in the pump history files due to dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.